Event description:
It was reported that during a thrombectomy, the catheter was inserted into the patient and the balloon inflated; however, the balloon would not deflate. A fluoroscopy was performed and it was noted that the balloon would not deflate. The catheter was removed and the balloon was missing from the catheter. The patient was taken by ambulance to the hospital for surgery to retrieve the balloon. At this time, patient condition is unknown.

Manufacturer narrative:
Evaluation summary = customer report was confirmed. The catheter was returned missing 1.8cm of the catheter tip, including the balloon latex and both proximal and distal windings. None of the missing components were returned. A device history record review was completed and documented that the device met all specifications upon distribution.